Event description:
It was reported that an ann nail surgery was performed and after one month from the initial surgery, the surgeon found that a proximal screw had migrated out of the proper position. The patient complained of pain and revision surgery was performed to remove the migrated screw. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Blunt tip screw, ã¿ 4x46mm item# 47248604640 lot# 3193271. Blunt tip screw, ã¿ 4x46mm item# 47248604640 lot# 3198537. Blunt tip screw, ã¿ 4x46mm item# 47248604640 lot# 3200537. Blunt tip screw, ã¿ 4x52mm item# 47248605240 lot# 3187127. Cortical bone screw, ã¿ 4x26mm item# 47248612640 lot# 3199164. Cortical bone screw, ã¿ 4x26mm item# 47248612640 lot# 3203719. Proximal humerus nail cap, 0mm item# 47248801000 lot# 3189254. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported products and additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.